Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Note: no information was provided in regards to any evaluation performed on the reusable megadyne neutral electrode. Based upon the limited information provided, there are numerous possibilities involved with the events. The patients may come into contact with a conductive object, the non-erbe neutral electrode may not have sufficiently dispersed the current due to insufficient patient contact, etc. However, no conclusive determination could be made as to the cause of the incidents (note: the user manual warns users of many scenarios that could cause burns.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that there were two (2) patient incidents that occurred with the electrosurgical unit (esu/generator) during an adenoidectomy. The esu was used with a megadyne neutral electrode (g522027410). No further information was provided in regards with any other accessory being used or the settings of the equipment. After the procedures, burns were discovered on the patient's arms. However, no information was conveyed involving the exact location of the lesions, nor their appearance and size of the burns on either child. A plastic surgeon addressed the necrosis with wound treatment.